Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer¿s blood glucose was 260 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin delivery.